Manufacturer narrative:
Product analysis: there is a radial rupture near proximal bond peek. This type of rupture is consistent with damage in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# ke152, 510k# k123771 and UDI (B)(4) is approved for sale in us. H6: neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with vertebral compression fracture(vcf) and was implanted at 2 levels. During surgery, the balloon ruptured at about 100 psi and 0.5 volume when the surgeon was trying to inflate it in the first vertebral body. The surgery was completed successfully with a new product. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.